Event description:
Our upgraded precision flow units were returned today. Rt was switching out the loaners so that they could be returned. This unit was on the patient for approx 15 min. Then shut itself off- stopped flow, the screen flashed on and off. Rt plugged into 3 different outlets and the unit continued to do the same thing. Exchanged for a different unit. After it was off the patient rt and biomed plugged it in again and the display just continued to blink on and off and they heard a clicking sound. Patient was stable through event - patient was on 30% oxygen and 6 lpm.